Manufacturer narrative:
Initial report sent to FDA on.

Event description:
Procedure: colectomy. According to the reporter: after stapling, clips are not staying in place and tear the mesenteric arteria: section of the mesenteric arteria with bleeding was immediately stopped.